Event description:
No further event information available at the time of this report.

Manufacturer narrative:
One imp, tsv, 4.1mm, sbm, 13 (tsv4b13) was returned for investigation. Visual inspection of the as returned product identified wear and debris about the implant threads with additional damage noted. The implant collar is confirmed to be fractured. No relevant pre-existing conditions were noted on the per. The reported product was located on tooth # 6 and used for approximately 14 months. It is noted that the implant packaging was expired prior to implantation of the device. The customer has not provided additional pictures or x-ray images of the product. DHR review was completed for the subject lot number: 62135419. It was confirmed that all operations and inspections were executed as per applicable procedure. No deviations or non-conformances, which could have caused or contributed to the reported event was noted as part of the DHR. Lot was inspected and passed all acceptance criteria by qa. Complaint history review was performed for the reported lot number: (62135419) for similar cause and no other complaint was identified. July post market trending was reviewed and there were no negative trends or corrective actions for the reported event (implant fracture) or product: (tsv4b13). Therefore, based on the available information, device malfunction has occurred and the reported event was confirmed. A definitive cause could not be identified. The following sections have been updated: b4: date of this report. D4: unique identifier (UDI) number: (B)(4). D4: expiration date. D10: device availability. G4: date received by manufacturer. G7: checked "follow-up". H2: checked follow-up type. H3: device evaluated by manufacturer. H4: device manufacturer date. H6: entered evaluation codes. H10: added manufacturer narrative.

Manufacturer narrative:
Zimmer biomet complaint (B)(4). Initial reporter fax number: not provided. Device not returned.

Event description:
It was reported an implant (tsv4b13) fractured at tooth location 6. All implant fractured parts were removed.